Event description:
It was reported that prior to implant contacts 1 and 3 were revealed to have a short circuit with impedances of 30 ohms. All other contact pairs and monopolar impedances were normal. The lead was never implanted and there was no patient injury.

Manufacturer narrative:
Analysis of the lead (product# 3387s-40, lot# va03y4z) found no anomaly. Impedances were measured and they were found to be good on every electrode pair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.